Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the black sleeve in position 2 stuck in up position. Fse removed black sleeve, cleaned tip and sleeve and inspected all other tip and plunger clamps. The instrument was tested without further problem and returned to expected operation.